Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue was reproduced. A review of the event history log revealed 'shut door - power off' messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be an out of adjustment link switch. The link switch will require adjustment to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize a closed door. The event occurred during an unspecified process step in the emergency transport service lifeline area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.